Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing between knob and metal cap just forward of control knob; there are no signs of melting at the location of the fracture; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild charred detritus buildup; the outer flow tubing exhibits contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending/user handling.

Event description:
It was reported that right away when beginning a prostate procedure, the fiber broke where it turns. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injury." There was no patient injury reported.